Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Replacement cable sent to customer. During follow up, customer confirmed the new usb cable charged the pump successfully. Blood glucose level was between 80-200 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.